Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hypoglycemia. The patient reports he had experienced some labile blood glucose with unexplained lows. In 2006, he was transported to the hospital due to a hypoglycemic reaction. His blood glucose upon arrival to the hospital was 62 mg/dl. He was admitted and treated with IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.